Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. The customer stated that she had only been on insulin pump therapy for four days and she had changed the infusion set four times due to no delivery alarms. The customer stated that the doctor wanted the insulin pump replaced. Advised the customer that the insulin pump would be replaced per the doctor's recommendation.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.